Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit alarmed blood back.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon initial inspection, the stm verified that a blood back alarm was activated and ignored by the end user. The stm stated that the end user continued to use the iabp and sucked blood back into the purge valve assembly and the drive manifold. Blood was also found in the safety disk and crm. The stm replaced all the contaminated parts and then performed the annual maintenance as it was also due. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4).